Event description:
The customer reported that the system made a popping noise from the collimator then shut off during the case. The system was rebooted and they were able to finish the case. There was no injuries to the patient.